Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer confirmed the reported issue with a failing internal leakage test during pre-use check and replaced the air gas module. The unit passed all functional and safety tests per factory specifications and was cleared for clinical use. No part was returned despite several requests. No further issues have been reported. The evaluation of received device logs confirms the reported test failure once on the reported date of event. As no goods was returned for investigation, the cause of the reported failure could not be determined